Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The lesion, located in the rca, was predilated with an unknown size balloon. The stent was successfully placed. A cougar wire became jammed in the stent and the physician had difficulty removing the wire. The delivery system and wire were removed as one unit. There were no pt complications and pt condition is reported as good.